Event description:
It was reported that the device is not attached. No patient injury was reported.

Manufacturer narrative:
Evaluation of the device shows that the customers stated problem was verified. Testing was performed, the device found downstream occlusion calibration has failed at high flow and alarmed "cassette not attached properly" message when latched with cassette. It determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.